Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus would not align with the cursor on the screen of the device; the bezel shield assembly and stylus were replaced. The power supply of the device was noise, and was replaced. The latch tab on the power cord bay was broken; the power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the stylus of the programmer was not working and would not calibrate. The stylus was changed out, and the new stylus worked for a day before becoming un-calibrated with the screen of the programmer, rendering the programmer unusable. The programmer has been returned for repair. No patient complications have been reported as a result of this event.